Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation could not determine a cause for the reported single leaflet device attachment (slda) resulting in incomplete coaptation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the patient's mitral regurgitation (mr) increased and the deployed clip was noted to be detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. No treatment was performed for the increased mr or clip detachment. It was reported that the mitraclip procedure was to treat functional mitral regurgitation (mr) with a grade of 4. After the first clip was deployed, the mr grade was 2-3. After the second clip was deployed, the mr was reduced to <1. However, mr increased back to 1-2 and a single leaflet device attachment (slda) of the first deployed clip was noted before the 3rd clip was deployed. No additional treatment was performed and follow-up will be performed in 3-4 months. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided. There was no additional information provided.